Manufacturer narrative:
Results: the neuron max was partially fractured approximately 82.5 cm from the hub. The neuron max was damaged and, therefore, could not be functionally tested. Conclusions: evaluation of the returned neuron max revealed that the distal tip was partially fractured. If the packaging mandrel becomes unsecured from the packaging card it may pin the neuron max distal tip between the mandrel and packaging tube. If the neuron max is subsequently retracted while pinned, the distal tip will likely fracture. There was no visible damage to the dilator. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff found that the tip of the neuron max 6f 088 long sheath (neuron max) had a burr on it and the inner material was visible upon unpacking and flushing the neuron max. The damage to the neuron max was found prior to use. Therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.